Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and tested it with a simulator and validated calibration of screen data. The stm could not duplicate the malfunction alleged by the end user. The iabp passed all functional and safety tests per factory specification. The iabp was then returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) waveform and bedside monitor did not correlate data. There was no patient harm or adverse event reported.